Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that customer experienced high blood glucose level of 510 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 200 mg/dl at the time of the call. Customer's parent reported that the insulin pump does not work and the buttons were sticking. Customer's parent stated that the insulin pump buttons were still unresponsive even after the battery has been changed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.